Event description:
Olympus was informed that during preparation for use for a therapeutic plasma electrosurgical resection of prostate procedure the esg-400 hf-generator issued error message e210 and kept restarting automatically. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury. During the inspection at the service center, the esg-400 hf-generator issued error message e433, which was also found in the device's error log.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation but to olympus (B)(4) (received at osh on 2022-06-10). During the inspection at osh error message e210 could not be reproduced, however the generator issued error message e433. Both error messages were also found in the device¿s error log. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The inspection also found cracks on the generator¿s front panel. This damage was most likely caused by excessive force. To allow for an in-depth investigation of the reported error phenomena the relevant hf-generator is currently being forwarded to the manufacturer. Once the suspect medical device has been returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Manufacturer narrative:
After the suspect medical device was returned to an olympus regional repair center (rrc) in shanghai/china (returned to rrc on 2022-06-10) for evaluation, only the affected component (generator board ¿sa generator pk¿, serial number (B)(6) was forwarded to the manufacturer for investigation. During the evaluation at the rrc in china error message e210 could not be reproduced, however the generator issued error message e433. Both error messages were also found in the device¿s error log. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The inspection also found cracks on the generator¿s front panel. This damage was most likely caused by excessive force but has no impact on the occurrence of the reported issued. During the manufacturer¿s investigation of the suspected component, it was confirmed that the described phenomenon in the case at hand was caused by a defective generator board. Thus, this event/incident was attributed to component failure. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.